Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during proctor for new vh-3500 design change customer reported several issues with new model. Pa stated that he did not like the lack of the "click" that accompanied the older vh-3000 model. He also stated that "considerably more force" was needed to activate the cautery toggle. He stated several times he thought that it was activated when in fact it had not met that threshold yet. The ability to "weld" and safely seal the branch before final ligation seemed much more difficult. He also stated that with the vh-3000 once the threshold was met and cautery activated then the handle would release slightly, the new 3500 handle did not feel that way and pressure needs to be constantly applied. He stated that he did not feel it added more time, but was considerably harder to use.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during proctor for new vh-3500 design change customer reported several issues with new model. Pa stated that he did not like the lack of the "click" that accompanied the older vh-3000 model. He also stated that "considerably more force" was needed to activate the cautery toggle. He stated several times he thought that it was activated when in fact it had not met that threshold yet. The ability to "weld" and safely seal the branch before final ligation seemed much more difficult. He also stated that with the vh-3000 once the threshold was met and cautery activated then the handle would release slightly, the new 3500 handle did not feel that way and pressure needs to be constantly applied. He stated that he did not feel it added more time, but was considerably harder to use.